Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was found dislodged during routine follow-up. A revision procedure was performed, wherein the lv lead was found coiled behind the generator. The lv lead was removed and replaced. No additional adverse patient effects were reported.